Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at time of incident was above 600 mg/dl. The customer reported other blood glucose levels like above 400 mg/dl and moderate ketones. The customer was treated with manual injection and bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. The drive support cap appears normal. The insulin pump will not be returned for analysis.